Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted on with a dim, red display screen. The battery compartment was observed to be cracked between the case seal and the battery cap. The keypad was observed to be worn, but there was no evidence of peeling or tearing to the keypad and all keypad buttons functioned normally during testing. Per procedure, the keypad cover was removed for further investigation and contamination was found underneath the contacts for the contrast, up, down, and ok buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, red display, a cracked battery compartment and contamination under the contrast, up, down, and ok button contacts. This report is made based on results of investigation completed on (B)(4) 2014.